Event description:
Unomedical reference number (B)(4). Event occurred in argentina. It was reported that patient faced infusion set tubing detachment, additionally patient reported infusion set tubing came apart on (B)(6) 2024. The infusion set was in use for one day. Location of detachment was close to the site location. The site of insertion was back. No further information available.

Manufacturer narrative:
(B)(6).